Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support with the use of a non-grounded patient cable while connected to the power module. Approximately 7 inches of the external portion/distal end of the driveline was returned for evaluation. Visual inspection of the outer silicone jacket and bionate layer did not reveal any damage. The metal braided shield showed breakdown approximately 2.5 inches from the metal connector. Visual inspection of the wires was unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation and no areas of compromised wire insulation were identified. Although low speed and pump stoppage events were confirmed via the patients system controller event history that was submitted, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The event history indicated the low speed and pump stoppage events occurred while the system was operating on the power module. Based on the manufacturers previous complaint experience, the events recorded in the system controller event history appear consistent with a potential driveline issue. No further alarms or events have been reported since the patient was provided with a non-grounded patient cable for use while on power module support. A review of device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported within the received user facility report: event desc: patient seen in clinic (B)(6) 2017 and reported an alarm the previous day. Device interrogation noted a pump stop that same day in the early morning, placed on ungrounded cable, additional low speed alarms the previous day night. The patient was admitted for a suspected short to shield of driveline. The data + films sent to st. Jude medical/thoratec immediately. Three days after admission, st jude medical technical services completed driveline repair. Device usage problem: device malfunction that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Device unique identifier (UDI) device was manufactured prior to the UDI labeling implementation. Approximate age of device 2 years 9 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen in the clinic on (B)(6) 2017 and was subsequently admitted due to pump stoppage and low speed advisory alarms while the lvad system was supported by the power module. The patient had undergone a previous percutaneous lead (driveline) replacement. The patient had no clinical evidence to suggest device thrombus. The patient was asymptomatic, and also reported feeling better than in the past 2 years. The submitted log files were reviewed by a representatives of the manufacturer's technical services team, and confirmed the pump stoppages. Submitted x-ray images revealed a few dark shaded spots in the external portion of the driveline in the shielding. Technical services representatives performed a wire phase interrupter test on 05/25/2017; no open wires were found. A distal end percutaneous lead (driveline) replacement was performed, and post-repair, all tests passed and no additional alarms were observed while the system was connected to the power module with the use of a grounded patient cable. On (B)(6) 2017, it was reported that the patients lvad system had additional pump stoppages and the patient experienced syncope. The system controller was exchanged, and no additional alarms were observed. The clinicians declined a second distal end percutaneous lead (driveline) replacement and instead requested two ungrounded power module patient cables. No additional information was provided.